Event description:
Per the clinic, the patient contracted meningitis in (B)(6) of 2011 (exact date not reported). It was also reported that the patient was hospitalized (date not reported), and recovered completely. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
The patient has had only one episode of meningitis. There was no reported csf leak at the time of surgery (a lumbar drain was placed prior to implant surgery). There was no lumbar drain at the onset of meningitis. The patient received a pre implant immunization of pneumo 23. A bilateral acute otitis media was reported prior to the onset of meningitis. A haemophilus influenza bacteria was also reported. The patient received antibiotic treatment with amoxicillin - clavulanate and was hospitalized for 10 days (dates not reported). The patient showed signs of improvement within a few days of treatment. The patient received a 14 day course of amoxicillin perioperatively. There were no surgical complications reported. The patient has recovered completely and the implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
Additional information provided by the health care provider was that etiology of deafness was a common cavity malformation. There were no reports of any neurologic procedure prior to onset of meningitis. The patient has recovered completely and the implanted device remains. No further information has been provided as of the date of this report. This report is filed (B)(4), 2012. (B)(4): implanted device remains.